Manufacturer narrative:
(B)(4). After installation battery, unit received with constant hardware low level failures, problem isolated to pcba1. Unable to perform displacement, self-tests or verify communication to sensor simulator, blood glucose meter due to hardware low level failures alarm. Also, hardware low level failures alarm (variable info=03) confirmed in the pump history file due to a hardware error.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.